Manufacturer narrative:
(B)(4).

Event description:
This (B)(6) male presented for extraction and re-implantation of two (2) non-functioning leads, bsc 4087 and bsc 0185, both indwelling for 198 months. An 11fr spectranetics tightrail mechanical sheath was used to free up the rv lead to the svc. The patient experienced a drop in blood pressure, released traction and pressures rebounded. The physician moved to the ra lead and the pressures dropped again. The physician requested surgical intervention. The patient was placed on bypass and a tear in the svc was identified. The leads were extracted via open procedure and the injury was repaired. The patient survived the intervention. This report is being made against the tightrail as a potential mechanism of injury.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.